Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: returned to manufacturer on: 1/28/2021. Section h3: device returned to manufacturer? Yes. Device evaluation: visual inspection revealed no damages to the lens nor preloaded device. The preloaded device was observed, with the pushrod in a fully advanced position, with viscoelastic residues at the cartridge tip. Based on the return condition of the lens, the complaint reported was not verified. There was no product deficiency identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. Historical data analysis: a search of complaints revealed, no additional complaint folder has been received for this production order number. Conclusion: as a result of the investigation, there is no indication of a quality product deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) of the tecnis itec preloaded device was cracked in the injector (insertor). There is no indication of patient contact with the lens. No additional provided.